Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to an incorrect interpretation of supraventricular tachycardia (svt). No intervention was performed, and the patient was stable.